Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The balloon was returned for evaluation. A pinhole was identified in the balloon material at the distal balloon marker band; however, the root cause of the rupture could not be determined.

Event description:
It was reported that the balloon "ruptured" after being inflated once. There was no reported patient injury or intervention. The patient was reported to be doing okay.